Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. There was no tissue in the device jaws, and the jaws opened when forward pressure was applied to the handle. The handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. The device was tested on simulated tissue and a visual seal effect was observed. The device reopened without difficulty after sealing. The knife was activated on a silicone test strip and the results were acceptable. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device could not be reopened while applied to patient tissue. The jaws were opened with force with surgical scissors, and the device was removed from the tissue with no adverse consequences to the patient. Another device was used to complete the procedure.